Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent two different procedures, the first in (B)(6) 2013 (specific date not reported) and the second on (B)(6) 2013, to have the site cleaned, however, the issue did not resolve. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. The recipient was reimplanted with a new device during the same surgery. This report is filed march 17th, 2015.

Manufacturer narrative:
(B)(4): implanted device remains.